Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, out of range, low lead impedance was noted, and it was already an existing issue. The capture and sensing threshold measurements were unknown. No intervention was performed, and the lead remains implanted. The patient was stable throughout and will continue to be monitored.